Event description:
This is being filed to report the slightly clip opened while establishing final arm angle during the procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4+. The clip delivery system (cds) was advanced to the mitral valve and a good grasp was obtained. However, the clip slightly opened to approximately 5 degrees when establishing final arm angle (efaa). The clip was stable and the clip angle was acceptable. Therefore, the clip was implanted, reducing mr to 1. There was no adverse patient effect. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information the cause of the reported clip opening could not be determined. There is no indication of product issue with respect to manufacture, design, or labeling.